Manufacturer narrative:
The concomitant products have been added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and insulin pump received no delivery alarm. Customer was treated with insulin pump. Troubleshooting was performed for no delivery alarm and customer was advised that changing the reservoir resolved the issue. The insulin pump will not be returned for analysis